Event description:
On (B)(6) 2025, ivtm therapy using a quattro catheter commenced for the patient whose heartbeat resumed after cardiac arrest. No heparin or other anticoagulants were given to prevent thrombus. On (B)(6) 2025, ultrasound and CT scans confirmed the presence of a thrombus along the catheter in the ivc (inferior vena cava). The doctor planned to insert an ivc filter to prevent the thrombus from moving, but this required slightly removing the catheter, which could have caused the thrombus to disperse, so the ivc filter insertion was abandoned. Subsequently, surgery was performed to remove the thrombus and catheter by widening the catheter insertion port in the femoral vein in the groin. When the removed catheter and thrombus were examined, the thrombus had the same shape as the balloon. The patient was suspected of having heparin-induced thrombocytopenia, but this suspicion was ruled out as no decrease in platelet count was observed. Planned targeted temperature management was completed without additional devices.

Manufacturer narrative:
The device associated with this complaint will not be returned, as the customer has disposed of it. No device malfunction was reported on the catheter. The event of thrombus in the vena cava inferior has been assessed as serious because treatment was required, and surgery was performed to remove the thrombus. The event of thrombus in the vena cava inferior has been assessed as probably related to the zoll catheter due to the relevant timing and location of the thrombus in the ivc. At the same time, other conditions also potentially contributed to this event. Immobility in post-cardiac arrest patients adds a risk of thrombus, as well as the need for adequate thrombus prophylaxis in this case. Patients in critical condition are predisposed to thrombogenicity. The development of thrombus is a common complication in this patient population. Critically ill patients are at increased risk of thrombus because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The thrombosis rate in critical care patients receiving cvcs ranges from 20 to 30%. The development of thrombus is a known complication of central catheters of any kind [zoll white paper]. Dvt prophylaxis would be beneficial in this high dvt risk patient.